Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd plastipak¿ syringe 10ml luer-lok¿ the plunger movement was difficult. The following information was provided by the initial reporter and translated to english. The customer stated: when giving medicine to my cat I was trying to put the medicine in the water. I tried to pull it and when it was going down it was very hard, it was very dry, when it was going down it didn't go down to get the liquid out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ syringe 10ml luer-lok¿ the plunger movement was difficult. The following information was provided by the initial reporter and translated to english. The customer stated: when giving medicine to my cat I was trying to put the medicine in the water. I tried to pull it and when it was going down it was very hard, it was very dry, when it was going down it didn't go down to get the liquid out."